Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the actions/interventions taken to resolve the slight volume discrepancy and the inability to aspirate the catheter during a dye study was subsequent pump refill performed at the time of identified discrepancy, date unknown. There was no action taken at the time of dye study ((B)(6) 2017) as patient will return to managing physician. No further patient complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving liorseal 2000 mcg/ml at 517mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. It was reported that at a dye study they were unable to aspirate the catheter contents. The managing physician stated that he aspirated slightly greater actual volume than expected volume after the last refill, the date was unknown. Per the company representative when the patient¿s mother was asked she stated the patient¿s time fluctuates with no regular pattern. The dye study was aborted. It was unknown if any environmental, patient or external factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed and no actions or interventions taken to resolve the issue. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The issue was not resolved and the patient¿s status was noted as alive, no injury at the time of the report. No further complications were reported.